Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Customer did not respond to troubleshooting attempts made by technical support. No additional event or product information is available.